Manufacturer narrative:
There is no suspected device failure. The reported patient complications are inherent risks to this type of procedure and are included in the device instructions for use. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
The nrg rf transseptal kit was used for transseptal puncture in a watchman procedure. The physicians had difficulty locating the position of the tent during trasseptal puncture on transesophageal echocardiography (tee). As a result, rf energy was delivered while the rf needle was at a suboptimal position. The transseptal puncture took approximately 2 hours due to the challenges encountered by the physicians. Following the watchman procedure, pericardial effusion was reported. There was no sign of effusion immediately following the case as confirmed by tee. The patient was sent to the operating room as a result and a pericardial window was performed. The cause of the effusion is unknown. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, this report is being submitted as the baylis medical devices were among the many devices used during the procedure. Separate MDR reports have been submitted for the relevant components of the baylis nrg rf transseptal kit. The MDR reports for the protrack pigtail wire and torflex transseptal guiding sheath are submitted under MFR report #: 9710452-2017-00038 and MFR report #: 9710452-2017-00039, respectively.